Event description:
A malfunction was reported on a pump, and it was noted that there were no notable events preceding the malfunction. The issue caused the customer's blood glucose level to exceed 500 mg/dl, and although the specific value was unknown, it was displayed as "high." The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided information and assisted the customer with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer understood and acknowledged.